Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 the customer alleged the insulin pump is physically damage and insulin pump not turning on. The test p-cap does not lock properly in place in the reservoir compartment noted. Device received with missing display window cover, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Thus software was utilized and downloaded trace/history files properly. Device passed the sleep current measurement and active current measurement. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, pump error 63 alarmed during self test and confirmed in history file due to broke trace at u1 keypad assembly. Device was cut open and no moisture damage on electronic noted during visual inspection. Corroded battery tube noted. In summary, unable to perform the functional tests, including the displacement test due to missing retainer and broken reservoir tube lip and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 489 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for low high glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was not active at the time of event. Customer stated insulin pump had crack at the battery compartment and did not turned on. The insulin pump will be returned for analysis.